Event description:
It was reported that after meal announcements with an ilet system, the patient experienced repeated postprandial hyperglycemia, including a reported glucose value of 246 mg/dl that remained elevated despite a recent infusion site change. Symptoms included hyperglycemia. Outcomes included assignment for additional user training and monitoring without alerts or alarms, hospitalization, or medical intervention. Investigation included user coaching and recommendation to observe glucose response after the site change. Investigation of this case revealed that the cause of the hyperglycemia could not be determined and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.